Event description:
Beginning right knee arthroscopy. Using 15 degree curved full radius resector- metal shavings noted immediately-resector removed immediately and exchanged for full radius resector. Joint flush with saline irrigation intraop.